Manufacturer narrative:
It was determined that the heater failure was a result of an open circuit. The failure was confirmed. This report is being submitted to the FDA as a result of a retrospective review of pt complaints.

Event description:
It was reported that the system displayed error code e08 and did not heat during set up. The product was changed out and the surgery was completed successfully.